Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d9, to update section h3. To update sections e4 and g2, and to provide the maude report 1232382 within the file attachments. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to update section h3, and to provide the completed investigation results. One 6 fr angio-seal vip was returned. The returned sample included the hemostasis sheath, carrier tube, and locator. Visual inspection revealed that the hemostasis sheath and carrier tube were connected and returned in the fully rear-locked position. The distal tip of the sheath and carrier tube had been cut open, and the sheath had been separated from the carrier tube. The anchor, suture, and collagen were exposed and hanging outside of the carrier tube. The locator was also returned, but no signs of damage or deformation on it were identified. Functional testing was unable to be performed due to the condition of the returned device. The complaint can be confirmed for non-deployment device pullout. The exact root cause cannot be determined. The likely cause is an obstruction to the anchor posting to the tip of the hemostasis sheath. Functional testing was unable to be performed due to the condition of the returned device. The DHR review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
Terumo medical received a user facility medwatch report # (B)(4). The event description states: "this is a collagen plug that is placed in the artery post arteriogram. When the physician went to inject it in it was not there. After using fluoroscopy to make sure it was not in patient, he just pulled the sheath and held pressure for hemostasis. After that he basically dissected the closure device and found the collagen plug was halfway back in shaft of introducer." The original intended procedure was: "cardiac catherization: diagnostic left and right heart cath to evaluate epicardial coronaries, valve stenosis as well as right sided pressures" additional information was received on 27aug2021. There was no noticeable damage to the device. The patient's condition was stable.